Event description:
The pt received two trial leads with the same lot number. It was reported the pt became agitated and disoriented at the end of the trial procedure. The pt had received intraoperative stimulation coverage prior to the symptoms. It was reported the symptoms increased in recovery, and the pt did fall asleep. It was reported by a family member the pt had a similar incident before, and it was believed the issue was related to the anesthesia. Follow up identified the pt was programmed and received effective stimulation. It was reported the trial leads were removed as scheduled, and the issue had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.